Event description:
It was reported that during a vats lobectomy procedure, the stapler fired but only one side stapled. The lung was torn. However, they pulled another stapler and resected the lung with no patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. One device was returned in good visual conditions and with two (B)(4) reloads present. The reloads were received fully fired. Upon further inspection, the reload (1) was noted to have the cartridge deck and one piece sled damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Was there any difficulty removing the device from the tissue? Did the device open as intended? As the lung torn due to the functionality of the device? If so please explain how the lung was torn? Was the surgeon intending on removing that part of the lung that was torn? Was there any blood loss? If so how much? Was the patient given any blood products? If so how much? Do you know what the patients current condition was after the procedure was completed? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.